Event description:
As the physician attempted to detach the coil it was noted that the delivery wire was broken at the proximal section. The broken part of the delivery wire was outside the patient and the whole device was uneventfully pulled out from the patient. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
As the physician attempted to detach the coil it was noted that the delivery wire was broken at the proximal section. The broken part of the delivery wire was outside the patient and the whole device was uneventfully pulled out from the patient. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was detached. The delivery wire was kinked. There were no breaks in the delivery wire. The main junction and the main coil were bent. There were no other anomalies noted. Analysis of the returned device found that there were no breaks in the delivery wire. The delivery wire was found to be intact. The analysis of the device did not find the delivery wire to be broken as reported so the reported event was not confirmed. The proximal contact was found to be detached. The proximal contact (cathode) is a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure and never comes in contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device is not available to the manufacturer.